Manufacturer narrative:
The other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Date of event is an approximation.

Event description:
Information was received from a consumer (con) and from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient was experiencing painful burning and itching at the implantable neurostimulator (ins) site. It was noted that the site did not look red or inflamed. This occurred constantly and when they laid in bed on their right side. There was no trauma or fall associated with the issue. They tried to connect to the ins with the patient programmer (pp), but it would not turn on. After replacing the batteries, the programmer turned on. They synced to the ins and confirmed that stimulation was on. Troubleshooting included turning off the stimulation, but there was no change in symptoms when the stimulation was on, or off. They were redirected to a healthcare professional (hcp) regarding the painful burning and itching at the ins site. It was noted that they had magnetic resonance imaging (MRI) done on their right foot, which was confirmed to not be related to the device or therapy. On (B)(6) 2016, it was reported by a hcp that the painful burning and itching had resolved. It was unknown what actions, interventions, or diagnostics were performed. The cause was also unknown, but the hcp noted that the patient was traveling in colombia for two months when the symptoms were present. However, on (B)(6) 2017, the patient reported that the issues were not resolved. They stated that it was checked, but there were no steps taken to resolve it. They stated that the circumstances that led to the painful burning and itching at the ins site included extreme heat and cold. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient's healthcare provider (hcp) checked the implant and said that it was ok, but the patient reported that it still hurts. The caller also indicated that the patient was not feeling stimulation, but does not have accidents and symptoms are improved. The lack of stimulation was determined to be a non-complaint. There were no further complication reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The health care professional reported the patient was seen in their office on (B)(6) 2017. The patient denied any additional problems, stating their symptoms resolved. Patient was advised to see a surgeon "if need for revision." It was reported that the patient still had a few sporadic episodes of incontinence. Chest pain and intermittent lower abdominal pain were also reported in the physician's notes. It was noted that the abdominal pain had been present for 6 months. No further complications anticipated.